Manufacturer narrative:
The lead was returned without a reported event. As received, only a portion of the lead was returned in four pieces for analysis. Visual inspection of the lead found two external outer insulation abrasions exposing the outer coil consistent with friction to the device can, located at 15.0cm to 15.2 cm and 17.8 cm to 18.1 cm from the connector pin. Electrical testing was normal. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.